Event description:
It was reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance on proper cartridge loading technique, successfully loaded new cartridge, and resumed insulin therapy, while original cartridge lot number remained unavailable.